Event description:
It was reported that "there are 5 staples jammed, 1 staple unable to release, and 7 staples split apart". A new stapler was used to complete the procedure. No patient harm or injury. The patient status is reported as "fine".

Manufacturer narrative:
Qn#(B)(4). The customer returned one unit of 528135 visistat 35r 6/box for investigation. The bottom component of the complaint sample was observed to be positioned incorrectly. Proper functional testing could not be completed due to the misaligned staples. Additionally, the energy dividers on the back of the bottom component were observed to be not fully welded to the cover block. The saddle spring was disconnected from the pusher allowing the staples to become misaligned. The pusher was observed to be misaligned in the cover block. The tecate manufacturing site was consulted for this complaint issue. According to the manufacturing team, the probable cause for the detached saddle spring was the incorrectly positioned bottom creating enough space for the saddle spring to be displaced. The device was disassembled and die casting anomalies on the forming tool were also discovered. Per DHR the product visistat 35r 6/box lot # 73h2300497 was manufactured on 08/15/2023 a total of (B)(4) pieces. Lot was released on 08/30/2023. DHR investigation did not show issues related to complaint. Teleflex will continue to monitor and trend on complaints of this nature. Other remarks: n/a. Corrected data: n/a.